Event description:
Customer reported via phone call, he had stumbled and fallen on the insulin pump and it alarmed button error. Customer stated he was fine and didn't recall his blood glucose at the time of the incident. Blood glucose was about 141 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis. Customer's last blood glucose reading was 133 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to flattened dome switches. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.